Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 165 ohms. This lead remains in service. No adverse patient effects were reported.